Event description:
It was reported that the customer has been experiencing high blood glucose levels for three days. The customer had high blood glucose levels of over 600 mg/dl. The customer expressed nausea and that their heart was racing as symptoms of their high blood glucose levels. The customer stated that they were hospitalized on (B)(6) 2014 for high blood glucose levels and dehydration. The customer's blood glucose level was 610 mg/dl at time of the call. The customer has since switched to their back-up plan. Troubleshooting was done. Advised to change the infusion set, reservoir and insulin and treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).